Manufacturer narrative:
Additional information was received that flow sensor accuracy was within specification, the issue was a monitoring issue and not a delivery issue. The reported event was no hazardous. H3 other text : additional information was received that flow sensor accuracy was within specification, the issue was a monitoring issue and not a delivery issue. The reported event was no hazardous.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported flow sensor errors preventing mechanical ventilation. There was no report of patient involvement.